Event description:
The physician had performed the therapeutic procedure of placing j-tube enteral feeding device in a tp (age and gender unknown) in 2004. It was reported that subsequent to the device placement, the j-tube detached from the connection port and mighrated into the pt's stomach via the aid of a snare used with an endoscope. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt with another j-tube enteral feeding device.